Manufacturer narrative:
Section d1: brand name was corrected section d4: UDI was corrected manufacturer¿s investigation conclusion: the reported event of increases in the patient¿s backup battery use count was confirmed via analysis of the submitted log files. The reported event of the patient not hearing alarms associated with no external power events captured in the log file history was not confirmed. The submitted controller event log files contained data spanning 10 days combined (04feb2024 ¿ 08feb2024 and 16feb2024 ¿ 20feb2024 per the timestamp). The log files captured power cable disconnect, low voltage hazard, and no external power alarms due to a temporary losses of ac power while connected to the mpu on (B)(6) 2024 from 9:17:53 to 9:18:00 and on (B)(6) 2024 from 0:31:27 to 0:31:31. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log files. The log files showed the appropriate alarms activating due to the losses of external power. The pump maintained a speed within the expected range throughout the log files. The submitted controller periodic log files contained data spanning 141 days combined ( on (B)(6) 2023 ¿ (B)(6) 2024 per the timestamp). The backup battery use count increased from 41 to 124 in the duration of the log files. The use count increases from 115 to 116 and from 123 to 124 were associated with the losses of external power while connected to the mpu that were captured in the controller event log files. The exact time and cause of the remaining increases in the use count could not be determined from the log files as the periodic log file only collects data at specified time intervals rather than upon detection of an event. No other notable data was captured in the periodic log files. The pump maintained a speed above the low speed limit throughout the log files. Additional information provided stated that the mpu ac power cord is sometimes knocked out of the wall by the patient¿s grandchildren; however, the patient could not verify how often this happens. Although not confirmed, the mpu ac power cord being knocked out of the wall outlet would result in the backup battery activating to supply power to the system and the backup battery use count increasing. The system controller was not returned for analysis. The root cause of the backup battery use count increases could not be conclusively determined through this analysis. The root cause of the reported event that the patient did not hear the no external power alarms associated with the loss of power while connected to the mpu could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an increase in ebb usage on the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they did not hear any alarms except when changing power sources. There were no notable alarm conditions or parameter changes in the log files. The ventricular assist device (vad) was functioning as intended. Related manufacturer reference number: (B)(4)